Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed. No new issues were observed. All test results were within range specification and no errors were observed during control solution testing. The error code 658 was located within the meter's memory log. This is a final report.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving an ER-6 (error code 658) message on the display of her precision xtra blood glucose meter for "about a month" and because of this she was unable to test. She further reported she did not use the correct amount of insulin because she did not know what her glucose reading was. It was further reported that on (B)(6) 2010 she experienced vomiting, stomach pain, pain on (the) right side, weakness and a headache resulting in a loss of consciousness. Customer self-presented to a local health care facility, where she was diagnosed with severe hyperglycemia and treated with an intravenous infusion of potassium and sodium bicarbonate. Customer also self-treated with an unknown amount of insulin. There was no report of death or permanent injury associated with this event.

Event description:
Boston scientific crm received information that during a repositioning procedure, this right ventricular (rv) lead presented with loss of capture at maximum outputs. This lead was implanted using the cephalice vein method. In addition, the pacing impedance measurements increased from 363 to 1812 ohms and the patient reported feeling stimulation under the chest. No adverse patient effects were reported. The rv lead was successfully replaced and then subsequently returned for laboratory analysis.